Event description:
Pt underwent left hip arthroplasty with implant of a prosthetic hip socket secondary to avascular necrosis. Ten months later the pt required revision due to continued hip pain. Subsequent to the revision, the physician was informed that the lot number implanted into the pt was among those recalled from the co for concerns that mfg residue left on the socket may cause adverse reactions and eventual hip failure.